Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The left cylinder, pump and reservoir were removed and replaced, while the existing reservoir was kept in the patient. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000159781. Model/catalog description: reservoir. D4 unique identifier (UDI) for reservoir: (B)(4). Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1000115325. Model/catalog description: pump. D4 unique identifier (UDI) for reservoir: (B)(4). Updated concomitant product comment. Upon receipt at our post market quality assurance laboratory, the returned cylinder and momentary squeeze (ms) pump were thoroughly analyzed. The cylinder was microscopically inspected and leak tested; it was found broken fabric threads from wear, a hole from fatigue associated with a bulge, and wear at folds in the proximal, middle, and distal ends of the cylinder. Additionally, it was observed that the cylinder had buckling folds and a bulge due to excess air between inner and outer tubes when inflated with syringe. The cylinder did not pass the leakage testing due to the leak found from fatigue in the proximal end of the cylinder. The ms pump was microscopically inspected; and leak and functionally tested. The tubing was cut down to the pump block. The ms pump passed the leakage and functional testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) and inconsistent cylinder diameter (aneurysm) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem, and it confirmed the reported cylinder hole.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The left cylinder, pump and reservoir were removed and replaced, while the existing reservoir was kept in the patient. No patient complications were reported.